Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The analyst noted a rib crush with outer insulation breach found at 25.5cm. Proximal conductor is distorted at this area as well.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, sensing integrity counter (sic), high thresholds, and undersensing. It was suspected that the lead was nicked at implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.